Manufacturer narrative:
Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose levels (bg) reached over 400 mg/dl while wearing the pod between 36 and 48 hours. The patient reported cannula being dislodged, while wearing it on the arm. For treatment, manual injection was administered.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. The soft cannula measured the correct full length according to specification and did not appear damaged. Inspection of the fluid path and needle mechanism components found no evidence of any damage or manufacturing deficiencies that would result in the soft cannula becoming dislodged from the infusion site. A root cause for the reported dislodged cannula could not be determined.